Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the safety valve and the flow transducer tests failed during pre-use check. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The device expiratory pc board was replaced and sent in for investigation. The returned pc board is installed and a system pre-use check is preformed. The reported event is reproduced, the same tests fails and gets stuck during the flow transducer test. Electrical measurements are made and a deviation could be established in a ic (integrated circuit)chip on the pc board. The deviating component is located in the safety valve open/close detection circuit. It is our conclusion that the cause is due to a component failure in the expiratory pc board. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).